Event description:
It was reported that this pacemaker could not be interrogated. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in a premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker could not be interrogated. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned.